Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited undersensing of variable morphologies resulting in an inappropriate shock. Device data was sent to rhythmcare for review. Rhythmcare then provided further troubleshooting steps. Additional information was received that this device exhibited oversensing of a ventricular arrhythmia resulting in another inappropriate shock. Programming changes are expected at the next follow up appointment. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited undersensing of variable morphologies resulting in an inappropriate shock. Device data was sent to rhythmcare for review. Rhythmcare then provided further troubleshooting steps. This device remains in service. No adverse patient effects were reported.